Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 900mg/dl. The customer was experiencing high glucose for the past two days. The customer stated that the events leading to his admission was a heart attack. The customer stated that he was disconnected from the insulin pump after the hospital staff found in the bolus history a bolus of 11.2 units that he did not program. The customer requested a replacement a replacement of the insulin pump. The customer also stated that the infusion set removed from his body had a bent cannula. The customer declined further troubleshooting. No additional info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.